Event description:
On (B)(6) 2015, the lay user/patient¿s pharmacist (the reporter) contacted lifescan (lfs) (B)(4), alleging an unknown issue with the patient¿s onetouch ultra2 meter. The complaint was classified based on additional information obtained by customer service representative (csr) after reviewing the call recording and on additional information obtained by csr during a follow-up call with the reporter on (B)(6) 2016, since the patient was unable to be contacted for additional information. The reporter stated that at an unspecified date and time, while the patient was on holiday in (B)(6), the subject meter ¿stopped working¿. The reporter was unable to provide further details of the alleged issue. It is not known how the patient manages his diabetes or if he took any action in regards to his usual diabetes management regimen when he was unable to test due to the alleged issue. The reporter stated that the patient developed ¿pneumonia¿ then suffered a ¿heart attack¿ at an unspecified date and time during the vacation. At the time of the initial call, the reporter claimed the patient was on his ¿death bed¿. The reporter informed the csr that the patient was hospitalized however details of the treatment received were not provided. During a follow-up call with the reporter, it was indicated that the patient was ¿doing a little better¿. No troubleshooting was able to be performed. This complaint is being reported because the patient reportedly was unable to test his blood glucose and reportedly developed signs/symptoms consistent with a non-blood glucose serious injury reportable adverse event after the alleged product issue began.